Manufacturer narrative:
The ventilator was investigated on site and the air gas module and the o2 gas module were replaced and returned for investigation. During simulated use testing, the reported failure was not reproduced. The returned air gas module and o2 gas modules were working as expected. The received device logs confirm the reported event and the fault could be traced back to (B)(6), therefore, the ¿date of event¿ will be set to (B)(6) 2020. If this fault happens during ventilation, the ongoing ventilation will continue. If the reported issue was caused by deviations in flow from the replaced air gas module and o2 gas module, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that during service a technical error alarm and an internal temperature high alarm were generated. There was no patient involvement. Manufacturer ref.#: (B)(4).